Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/3/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number rbmhhk, and no non-conformances related to the reported complaint condition were identified. Additional h6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: a winding former with two needle/suture combination product code pdpb740 were returned to ethicon inc for analysis with the packaging opened. In order to evaluate the conditions of the returned samples, the swage and attachment area of two strands were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to, damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the pull force and tensile strength were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: (B)(4). Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 2360 g/m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke?: fascia. Was the patient treatment altered in anyway due to the prolonged surgery time?: no further information is available.

Event description:
It was reported that a patient underwent a laparoscopic nephrectomy on (B)(6) 2021 and suture was used. Although it was tried to pull out with the usual way, the suture could not be detached from the needle during interrupted suturing on the fascia, so the suture was cut and used. It was a control release needle. Some sutures were broken when they were pulled strongly. 2nd package with the same lot number could be used without problem. The operation time was extended within 30 minutes. There were no adverse consequences to the patient.